Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer could not trouble shoot at the time of the call. The customer did not want to return the reservoir and infusion set back for analysis. The customer was advised to call the help line for assistance if they receive another alarm in the future. No further information was provided.